Event description:
This is a complaint about leakage of liquid medicine during use. Interference between 1 and 2 in terumo infusion bag (mutual distance, puncture depth). Bag adapter is pierced at an angle - not pierced. L connector is too close to the center, and the l connector is pierced in a situation where it pushes up the rubber stopper of the infusion bag - possibility cannot be denied. Bd-l connector or jms-bag adapter, from which side is the leak? Jms-bag adapter. Has there been any other punctures with a metal needle beforehand? No. Problems with using the jms bag adapter and fluid leakage are from the jms side. There is no actual product, but there have been inquiries because it is used in combination with 515309.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information